Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The patient's blood glucose level was at 300 mg/dl. The customer treated the high blood glucose with manual injections. The customer tried to give her self one unit of insulin and the pump alarmed a no delivery. The customer was assisted with trouble shooting and was informed that the reservoir needed to be replaced. The customer did not want to send the reservoir back for analysis. A new reservoir was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.